Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they got hospitalized due to high blood glucose with blood glucose of 269 mg/dl at the time of the incident. The customer was at 131 mg/dl at the time of the call. The customer used the pump to treat. The customer experienced symptoms such as nausea. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer later reported an unresponsive keypad. The insulin pump will be returned for analysis.